Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load the cartridge successfully and would continue use of the pump.